Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 240 mg/dl (advantage) and 111 mg/dl (aviva) no actions taken based on device results. No adverse event reported. Customer was using the strips from the uncapped comfort curve vial during this result comparison. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the advantage system. (B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the advantage system. Reference medwatch report with patient identifier (B)(6) for the aviva system. Device returned in a condition that made analysis impossible. Unable to test because an empty vial was returned.